Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient code event occurred and when staff went to review the history at the information center ix, the data was not present. A patient code event occurred however the patient was indicated to have survived.

Manufacturer narrative:
A philips field service engineer was onsite working on a separate service issue when the customer brought the occurrence to his attention. He stated at no time was it ever indicated that any death occurred. The patient was described to have coded and survived. A physician wanted to review the data after the fact but was not able to find the data. The fse described the sequence of events: the clinical specialist in the solutions center reviewed the issue with the fse so he could review the work flow with the customer. Per the instructions for use: "select the name of a patient who was discharged with the last 7 days. You will be asked to confirm that you wish to re-admit the patient to this bed. Any current data stored prior to the re-admit into the unit will be removed. It is advised to re-admit as soon as possible to avoid losing any current data. The issue is not consistent with a malfunction. This is a clinical application issue involving user workflow that led to a loss of stored data. The customer has been provided with information from the fse who was onsite at the time and by the clinical specialist in the solutions center. .